Event description:
Boston scientific received information that this product migrated and eroded through the patient's skin resulting in an infection. The patient was presented in the clinic with reports of pain due to the migration. An invasive revision procedure was performed and the device system was explanted.

Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.